Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed loss of sensing on the right atrial (ra) lead. Programming changes were recommended. No patient symptoms or intervention was reported.